Event description:
A report was received the patient will undergo a lead replacement procedure for unknown reason.

Event description:
A report was received the patient will undergo a lead replacement procedure for unknown reason.

Event description:
A report was received that the patient's stimulation was not covering her pain areas since she was implanted. The patient will undergo a lead replacement procedure.

Event description:
A report was received the patient will undergo a lead replacement procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure. The battery was also relocated for better charging. Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that no malfunction was suspected with the replaced lead.